Manufacturer narrative:
Batch review performed on (B)(4) 2019: lot 183190: (B)(4) items manufactured and released on 31-jul-2018. Expiration date: 2023-07-18. No anomalies found related to the problem. To date, 6 items of the same lot have been already sold without any other similar reported event.

Event description:
On the 3 september 2019 we were informed of a revision surgery performed on the (B)(6) 2019, 7 months after the primary surgery due to stiffness of the knee. The surgeon performed a liner swap (size 12 mm to 10 mm) successfully.